Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation. When the patient turned the device on she felt stimulation. However, when she made a change, she was not feeling stimulation. The patient only felt stimulation when she pressed the on button, when the antenna was over the device, and then it went away. This had been happening since the patient was implanted. The reporter indicated that at the patient¿s healthcare provider¿s office, she felt stimulation but then it faded away. At the time of the report, the device was on, at an amplitude of 4.5v. It was noted that the device was helping control the patient¿s symptoms. The patient increased the device to 8v and she only got up once to urinate. Other nights, the patient¿s setting was at a lower amplitude and she was getting up two to three times. It was later reported that the patient experienced a loss of therapeutic effect. The patient¿s bowel problems came back as of (B)(6) 2013. The patient had tried all programs available and none were helping her.

Manufacturer narrative:
Continuation: product ID 3889-28, lot# va07230, implanted: (B)(6) 2013: product type lead. (B)(4).

Event description:
Additional information received reported that a reprogramming occurred on (B)(6) 2013 and results were ¿not known yet¿ but the patient experienced a "50% reduction in incontinence events with the previous program but patient ¿wanted a better result¿. It was noted that there were no error messages and a new program was selected. It was further noted that the patient¿s perception was that "not feeling" meant "not working". It was reported that the patient did not require hospitalization due to the event. It was noted that the patient¿s outcome was no injury at the time of the report.